Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients implantable cardioverter defibrillator (ICD) system was extracted due to an infection. It was noted that there was vegetation on the right atrial (ra) and right ventricular (rv) leads. Cultures were taken and antibiotic treatment was necessary. The patient was diagnosed as septic. No further patient complications have been reported as a result of this event.